Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported to the sales rep that during plastic surgery the needle was coming off while the surgeon was suturing. Three boxes of suture was put aside for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: lot number 1080ktq is invalid. Please provide the correct lot number. Lot # 10atkq. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Waiting for return kit. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H6 component code: g07002 - no device problem found. H3 investigation summary: the product was returned to ethicon for evaluation. Three sealed boxes containing twelve (12) representative samples each and one open box containing eight (8) unopened representative samples (total: forty-four (44) samples) were received for analysis. Product code sxmp2b412. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without issue and examined along their length for defects related to the customer complaint. During evaluation, no suture breakage, differences in diameter, or coloration at the tipping area were observed. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.